Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed a service code 203 (pulse test fault). The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test. It was discovered that the defibrillator board was damaged. The pads were lifted on high-voltage capacitor c22. The cause of the lifted pads on the c22 capacitor cannot be positively determined but is likely severe mechanical shock from physical impact. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.